Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4) - incomplete. The expiration date is currently unavailable. Associated medwatch - mr#: 1221934-2017-50044.

Event description:
The sales rep reported via phone that two of his super quick anchor plus ds would not seat during a bicep procedure. The sales rep stated that instead of going in further with the implants the surgeon pulled out and he believes it was surgeon error. There were no patient consequences or delays. The case was completed with another like device in the same bone hole. The devices were discarded by the customer.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product complaint # (B)(4). Investigation summary: the complaint device was discarded and is not available for physical evaluation. This complaint cannot be confirmed. It was reported by the sales rep that the implant pull out may have been due to surgeon error; however, a specific root cause cannot be conclusively determined for this event. Review of the device history record for this batch of product revealed one unrelated non-conformance, which would not have contributed to this complaint condition. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). See associated medwatch: 1221934-2017-50044.